Event description:
It was reported that the patient experienced urine leak due to his artificial urinary sphincter (aus) stopped working. It was indicated that the balloon was mispositioned and the device had inflation issues. Troubleshooting measures were performed but were not successful; therefore, a replacement surgery was performed during which all components were removed and replaced. No additional information was reported.

Manufacturer narrative:
Based on the information available, the cause that contributed to the reported migration, mechanical and inflation issues cannot be established as the product is not available for analysis. A review of manufacturing documentation was performed, and it was confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of cause not established was assigned to this investigation. Updated b2: outcomes attributed to adverse event updated b7: other relevant history.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced urine leak due to his artificial urinary sphincter (aus) stopped working. It was indicated that the balloon is mispositioned and the device has inflation issues. Troubleshooting measures were performed but were not successful. A revision surgery is planned. No additional information was reported.